Event description:
N/a.

Manufacturer narrative:
Customer reported overtemp alarms. Fst verified alarms in the logs. Replaced compressor and temp sensor. Machine passes calibration, functional, and safety tests. Returned to the customer for clinical use. Cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient. Temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a system overtemp alarm. Troubleshooting support was given but to no avail. Console was exchanged and tagged for servicing. There was no patient harm/injury.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).